Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-dec-2025, an arthrex subsidiary employee reported via email that an ar-1934bcf-24 2.4 mm biocomposite suturetak anchor appeared slightly loose after insertion, which was noticeable when presented to the surgeon. The surgeon instructed the user to adjust and tighten the anchor; however, the anchor remained slightly tilted to one side. When repositioning was attempted, the anchor could not be impacted because it began to break and would not fit into the drilled hole. The implant was removed again and continued to show a tilted orientation. The surgeon stated that the anchor appeared loose from the beginning, which affected its placement. No additional anesthesia was administered. This issue was discovered during a shoulder arthroscopy procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper bone preparation and/or improper surgical technique associated with the device. Directions for use dfu-0054 at revision 8 bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 7. Arthrex implant specific instrumentation must be used to insert implantable devices per the recommended surgical technique. The complaint allegation was not confirmed. No evidence of that failure was received.